Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) failed on deployment. After shuttling down to advance the sealant, upon unsheathing the sealant the user states that ¿it came apart¿. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 5f mynxgrip vascular closure device (vcd) failed on deployment. After shuttling down to advance the sealant, upon unsheathing the sealant, the user states that ¿it came apart¿. There was no reported patient injury. Additional information was requested but not provided. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the shuttle was engaged with the black handle, and the stopcock was closed. A cordis mynx syringe was attached to the unit, and a 5f cordis avanti catheter sheath introducer (csi) was returned inserted onto the device. The sealant and the advancer tube were not returned for evaluation. No additional anomalies were noted during the visual analysis. Per functional analysis, an inflation/deflation test could not be performed due to the presence of a leak on the mid-portion of the device body. This condition exposed a separation of the internal shaft within the shuttle, which had not been visible during the initial visual inspection. Microscopic analysis was conducted to examine the separation area of the shaft. Elongated features were observed along the separation border, which may be indicative of excessive tensile force applied to the unit. The reported event of ¿sealant-failure to deploy¿ was not observed through analysis of the returned device since the device was received with the sealant and advancer tube deployed off the catheter. However, a condition of ¿catheter-catheter detachment¿ was noted with the returned device since it was received with a separation of the internal shaft. However, the exact cause of the issue experienced and the received condition could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the device failing to deploy since the device was received with the sealant and advancer tube deployed/not included. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, possibly contributed to the issue experienced since there were no problems noted. Regarding the observed condition of the separated internal shaft, which was not reported, handling factors most likely contributed to damages noted as evidenced by the elongations found at the separation border. Elongations are commonly associated with separations caused by material tensile overload; therefore, it is likely that the shaft was induced to a tensile force that exceeded the material¿s yield strength prior to the separation. However, as this condition was not reported by the user, it is unknown if this condition occurred due to manipulations after the procedure. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Also, the IFU warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggests that the reported failure and observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.